Manufacturer narrative:
Per the customer, the lin-c sample vial was being run during this event. No service was requested to address this reported issue. Root cause for the leaking lin-c vial could not be determined. Vial was not provided for analysis. It was requested via email. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the lin-c vial was leaking from the coulter lh 500 instrument. There was no report of death, injury, or change to patient treatment was associated with this event. There was no exposure to mucous membranes or open lesions (eyes, nose, or mouth). No medical treatment was sought out by the operator.